Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the safety shield would not release (would not cut completely). There was no pt consequence.